Manufacturer narrative:
Additional information in d10, h3, and h6. H10: the device was received for evaluation in an opened pouch. A visual inspection was performed, and it was noted that pouch was peeled open at the vendor seal. Transfer on the inside of the pouch shows that the pouch had been sealed. The opened pouch was empty when returned; however, the titanium adapter and sleeve which were removed were also returned and acceptable. There was no visible damage to the pouch. The reported condition of ¿package broken before use¿ was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a locking titanium adapter was broken. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.